Event description:
The initial reporter received a questionable troponin t hs elecsys result from one patient sample tested on the cobas e 801 analytical unit. The initial result was reported to the emergency room and was disputed as it did not match the clinical status of the patient. A new sample was then collected from the patient. The initial result of the initial sample at 12:38 pm was 107 ng/l. The initial result of the new sample at 4:21 pm was 3.00 ng/l. The first repeat result of the new sample at 5:45 pm was 4.47 ng/l. The second repeat result of the new sample at 8:14 pm was 6.16 ng/l.

Manufacturer narrative:
The serial number of the customer's cobas e 801 analytical unit is (B)(6). The investigation reviewed the calibration data. The results were within specifications; the calibration had no influence on the event. The investigation reviewed the qc data; the results were within range before the patient sample was run and the analyzer was used for measurement. The investigation is ongoing.

Manufacturer narrative:
The investigation determined that a general reagent problem was not present because the qc before the event was within the specified ranges. Based on the information provided, the investigation did not identify a product problem. The cause of the event could not be determined.